Event description:
On (B)(6) 2007, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a proximal type I endoleak. On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.